Event description:
A report was received that the patient¿s incision was not closing properly. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well after the procedure.